Manufacturer narrative:
(B)(4). At this time, carefusion has not received the suspect device/component from the customer for evaluation. In the event that the device is received for evaluation or additional information is received, a follow-up report will be submitted.

Event description:
The customer reported that during pre-use testing, "xdcr fault" (transducer fault) occurred. There was no patient involvement.

Manufacturer narrative:
Results of investigation: a carefusion field service representative (fsr) evaluated the device onsite. The customer reported to the fsr that the ventilator may have stopped while running on batteries. The fsr performed the battery test and the unit passed. The fsr replaced the exhalation valve poppet and completed performance testing.